Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump and successfully did so without the malfunction code recurring. The customer was advised to contact support again if the issue reappeared, and they acknowledged this guidance.